Event description:
It was reported that ems were performing a procedure on a pt with a craniocerebral injury, midface trauma, and multiple bruises. He presented with somnolence, gcs 9 (glasgow coma scale) has a history of drug and is an alcoholic. Presenting vital signs are bp 120/75, heart rate 90, resp rate 12, and ECG was sinus rhythm. No CPR was in process prior to arrival. Io was being inserted into pt's left proximal tibia. During insertion of the 25mm needle the driver stopped working completely. It is not known how much pressure was applied. The operator had placed an ez-io previously. A back up driver was available. However, no second io insertion attempt was made. They inserted a peripheral IV.

Manufacturer narrative:
(B)(4). It was noted the driver is stored in the ambulance in a yellow case with the trigger guard off. Regular battery checks are done and were last checked on (B)(4) 2015.